Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: unconfirmed, no sample received. Investigation conclusion: the customer issued a complaint for a damaged/defective needle guard detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: this product was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Based on investigation conclusion a syringe can only become detached if syringe capture features (holding clips) of the device or the flange of the syringe get damaged/broken or the syringe receives an impact after syringe insertion which causes it to unclip from the device. The manual needle guards syringe flange holding clips were observed straight and properly aligned. The syringe flange and barrel were not cracked or broken. Based on the deformation seen on one of the holding clips the syringe was unclipped from the device. Therefore, the syringe most likely became detached as it received an external impact after syringe insertion. None of these causes are related to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe b100l ng green bulk amg safety device separated. This was discovered during use. The following information was provided by the initial reporter: the pharmacist reported that the nurse in the cancer center went to give the patient a prolia injection. She took the syringe out of the package, the green safety cover came off and the syringe slipped through it and fell on the floor. The needle cover was still on the needle. No medication came out.